Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a high blood glucose episode of 596 mg/dl. The customer stated that he had a bent infusion set cannula and issues with the infusion set not sticking to his body. Customer reported changing the infusion set and treating the high blood glucose with his insulin pump. This resolved the customer's elevated blood glucose. The infusion set is expected to be returned.